Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The initial power on was successful and post and boots to login screen. Twelve hrs of memory test resulted in no errors. Hd smart data reported no errors. There was no hardware evidence that would lead to unexpected app exit. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was not made available from the site. On 07/15/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer rebooting itself unexpectedly. Return requested. Replacement computer shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. On 07/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative received a report from a site that that their navigation system unexpectedly exited during navigation. Upon exit, the navigation system turned to a boot text screen and became unresponsive. The site performed a hard re-boot of the navigation system and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.